Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR report numbers: 1221359-2022-01350.

Event description:
The customer reported two(2) false positive results with the ID now covid-19 assay for two patients performed on (B)(6) 2022 & (B)(6) 2022. This MFR. Report addresses patient two (2) & date (B)(6) 2022 and is two (2) of two (2). The customer reported a false positive result with the ID now covid-19 assay on performed on (B)(6) 2022 tested on both throat & nasal kitted swab. Pcr confirmation testing was performed (platforms: genexpert) generated negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR report numbers: 1221359-2022-01350.

Event description:
The customer reported two(2) false positive results with the ID now covid-19 assay for two patients performed on (B)(6) 2022 & (B)(6) 2022. This MFR. Report addresses patient two (2) & date (B)(6) 2022 and is two (2) of two (2). The customer reported a false positive result with the ID now covid-19 assay on performed on (B)(6) 2022 tested on both throat & nasal kitted swab. Pcr confirmation testing was performed (platforms: genexpert) generated negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m177930 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m177930 and test base part number 190-430 / lot m177930. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m177930 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference.